Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that they received emergency medical assistance due to high blood glucose on about (B)(6) 2013. The customer was unsure of the specific date. The customer's blood glucose was unknown at the time of the incident. The customer was treated with intravenous insulin and possibly manual injections. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported that the insulin pump had stopped pumping. Troubleshooting was not completed as the customer no longer had the insulin pump and stated was previously returned. The customer also mentioned another high blood glucose event on (B)(6) 2013 that required hospitalization. The insulin pump will not be returned for analysis.